Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose level was 226 mg/dl. Customer also stated that the did not hear the difference between one and five volume level. Customer was advised to adjust the audio volume to 1, press save and listen for the beep, adjust the audio volume to 5, press save and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.